Event description:
The patient¿s legal guardian reported that the patient developed redness, irritation, and inflammation at the pod site while wearing the pod between 5 to 24 hours, prompting pod removal. The patient was seen by a physician at victoria hospital on (B)(6) 2026, for an appointment and was diagnosed with a skin irritation at the pod site. As treatment, the physician prescribed zyrtec (cetirizine), an oral allergy solution, and fucidin cream, a topical antibiotic cream. The patient was also given instructions on proper skin cleansing and was referred to a dermatologist, though the appointment has not yet occurred. It was additionally noted that the patient resumed insulin therapy by applying a new pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.